Manufacturer narrative:
Due to character restriction block e1 event site name, and telephone is sun yat-sen memorial hospital of sun yat-sen university shenshan central hospital and (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The high temperature of the unit was caused by a high ambient temperature, because the unit was being used in a high temperature setting. The issue could not be replicated. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has a system high temperature and shutdown. Other equipment has been replaced and no personal injury occurred.